Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula issue on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized due to hyperglycemia event. The duration of hospitalization was less than 24 hours. The blood glucose level was 567 mg/dl at the time of the event and got treated with manual injection. Patient experienced the symptoms of vomiting and abdominal pain at the time of the event. Patient was tested positive for ketones and the results were 3 mmol/l. No further information available.